Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker mediated tachycardia episode with over sensed noise in the right ventricular (rv) channel. The origin of the noise was related to diaphragmatic noise. There was pacing inhibition but no more than two seconds. The physician ordered to adjust rv sensitivity with atrial gain control from nominal to avoid the diaphragmatic noise. No defibrillation threshold test was ordered. The crt-d remains in service at this time. No adverse patient effects were reported.